Manufacturer narrative:
During the call to customer support, the consumer admitted "...using the same site for all three tests...". During the first call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting in the follow up call with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. Test strip lot #1020214149 expiration date: 07/2016 control solution lot # 1030214093 range: 82-127 mg/dl. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each tim you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of the investigation, a follow-up report will be filed.

Event description:
The consumer stated, "...that this morning he did 3 tests back to back that he believes are too far apart from one and another: 180, 213, and 132 mg/dl...". The consumer reported that he performed three back to back blood glucose tests on his blood glucose meter using the same meter and strips from the same vial getting the following results of 180 mg/dl, 213 mg/dl and 132 mg/dl.